Event description:
During laparoscopic cholesystectomy, the retraction graspers of the non toothed type were placed on the neck of the gall bladder. There was a mechanical failure and the non fixed blade of the grasper fractured at the neck and broke. Piece was retrieved and x-ray showed no remnants.